Event description:
There was no device failure, malfunction or complaint reported. This pt was undergoing a mitral valve and tricuspid valve replacement procedure. The endocoronary sinus catheter was placed in preparation for cardiopulmonary bypass. Placement was difficult due to the marked angulation of the sinus at its ostium. Just after placement of the vent catheter, the pt's blood pressure decreased. A sternotomy was performed, and blood was evacuated from the pericardial space. Inspection of the coronary sinus revealed only a hematoma (ie, the bleeding was self-limited). The tear was repaired, and the intended valve procedure was successfully completed.